Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that after correct implantation on (B)(6) 2025, the inspace balloon displaced laterally under the deltoid muscle. It is unknown when the dislocation occurred; it was only noticed during the follow-up examination on (B)(6) 2025. Per additional information received on 18dec2025, the device needed to be and was removed.